Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a healthcare provider (hcp) regarding a patient implanted for urinary dysfunction/sacral verve stim and gastrointestinal/pelvic floor. The caller reported that the patient is in the hospital with urinary tract infections that started about a week before the patient was admitted to the hospital on (B)(6) 2019. The caller stated that the patient has had multiple re-occurring tract infections. No further complications were reported or anticipated.